Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ dc adapter / (B)(4)/ model #: 1440 UDI: (B)(4). (B)(4). Heartware ventricular assist system ¿ ac adapter / (B)(4)/ model #: 1430de (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ventricular assist device (vad) power sources exhibited power switching despite the battery having greater than twenty-five percent charge capacity. It was also reported that a critical battery alarm occurred. It was unknown which power sources exhibited power switching. Lubrication servicing was performed on all the power sources. The battery, ac adapter and dc adapter remain in use. No patient complications have been reported as a result of this event.

Event description:
The manufacturer received product performance data due to the battery exhibiting power switching despite having greater than twenty-five percent charge capacity. Five batteries subsequently tested out of specification during manufacturer¿s analysis. The batteries remain in use.

Manufacturer narrative:
Product event summary: six batteries, one controller ac adapter, and one controller dc adapter were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log file revealed one (1) critical battery alarm due to a communication error. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections. As a result, the reported critical battery alarm and power switching events were confirmed. The most likely root cause of the critical battery alarm can be attributed to a communication error between the controller and battery. The most likely root cause of the premature power switching events can be attributed to momentary disconnections between the controller and batteries. An internal investigation evaluated momentary disconnections. Other devices involved in this event: d1: heartware ventricular assist system ¿ battery d4: battery / bat510235 / model #: 1650de UDI #: (B)(4), d10: no, h3: yes, h5: no, h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d1: heartware ventricular assist system ¿ battery d4: battery / bat510271 / model #: 1650de / expiration date: 2018-01-31 UDI #: 00888707001373 d10: no h3: yes h4: mfg date: 2017-01-31 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d1: heartware ventricular assist system ¿ battery d4: battery / bat510287 / model #: 1650de UDI #: (B)(4) d10: no h3: yes, h5: no h6: patient code(s): c76143, h6: device code(s): c63030, h6: FDA method code(s): 4112, 4114, h6: FDA results code(s): 3213, h6: FDA conclusion code(s): 12 d1: heartware ventricular assist system ¿ battery, d4: battery / bat510397 / model #: 1650de UDI #: (B)(4), d10: no h3: yes, h4: mfg date: 2017-01-31 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213, h6: FDA conclusion code(s): 12 d1: heartware ventricular assist system ¿ battery d4: battery / bat510620 / model #: 1650de / expiration date: 2018-02-28, UDI #: (B)(4), d10: no h3: yes h4: mfg date: 2017-02-28 h5: no, h6: patient code(s): c76143, h6: device code(s): c63030 h6: FDA, method code(s): 4112, 4114 h6: FDA results code(s): 3213, h6: FDA conclusion code(s): 12 dc adapter cdc002830 h3: yes, h6 FDA method code(s): 4112, 4114, h6 FDA results code(s): 213, h6 FDA conclusion code(s): 67, ac adapter cac007780, h3: yes, h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213, h6 FDA conclusion code(s): 67. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: b5, d11, h10 product event summary: six batteries (bat510235, bat510271, bat510287, bat510397, bat510620, bat591316), one controller ac adapters (cac007780), and one controller dc adapter were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log file revealed one (1) critical battery alarm due to a communication error involving bat591316. Data log files revealed a relative state of charge (rsoc) between 101-201 involving bat510235 and bat591316 which is indicative of a communication error. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving bat510235, bat510271, bat510287, bat510397, and bat510620. As a result, the reported events were confirmed. The most likely root cause of the premature power switching events can be attributed to momentary disconnections between the controller and batteries. The most likely root cause of the critical battery alarm can be attributed to a communication error between the controller and battery. The most likely root cause of the rsoc values between 101-201 can be attributed to communication errors between the controller and batteries. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation evaluated momentary disconnections. Additional products: d4: catalog #: 1650de / expiration date: 31-jan-2018 / serial #: (B)(4). H3: yes h4: mfg date: 31-jan-2017 h6: FDA conclusion code(s): 4307 d4: catalog #: 1650de / expiration date: 31-jan-2018 / serial #: bat510287 h3: yes h4: mfg date: 31-jan-2017 d4: catalog #: 1650de / expiration date: 31-jan-2018 / serial #: (B)(4).h3: yes h4: mfg date: 31-jan-2017 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2018/ serial #: (B)(4).UDI #: (B)(4). D10: no h3: yes h4: mfg date: 11-dec-2017 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d1: heartware ventricular assist system ¿ controller dc adapter d4: catalog #: 1440 / expiration date: unk / serial #: (B)(4). UDI #: (B)(4). H4: mfg date: unk d1: heartware ventricular assist system ¿ controller ac adapter d4: catalog #: 1430de / expiration date: unk / serial #: (B)(4). UDI #:(B)(4).h4: mfg date: unk this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that one of the batteries also had a communication error.